Event description:
The customer reported a discrepant result for weak d testing on tango optimo versus tube testing. In the tube test the patient sample had reacted negatively whereas it reacted with +/- with solidscreen ii anti-d blend in tango optimo. The customer has returned the supposedly defective product for investigational testing and the patient sample that had caused the discrepant results has been returned, too. Upon arrival at our quality control laboratory, the patient sample was very hemolytic. Our quality control laboratory tested the patient sample with the supposedly defective product solidscreen ii anti-d blend on tango optimo. This test result could not be evaluated because the patient sample was too hemolytic. The supposedly defective product was also tested with different controls and samples. All positive and negative reactions were correct. We did not observe any false positive reactions. The patient sample was also tested in tube technique with different anti d reagents. The patient sample always reacted negatively. Testing by our quality control laboratory confirmed the allegedly defective lot of solidscreen ii anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.